Event description:
Legal papers allege that the pt was revised to address fracture of a femoral rod.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the lot number required to review the device history records was not provided. A search of the complaint database found no prior reports for this part #. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.